Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf device code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was intended for use during a pancreatic duct stent placement procedure performed on (B)(6) 2026. During the procedure, the inner tube was difficult to manipulate during stent deployment and was subsequently damaged. They used grasping forceps to remove the broken guide catheter, and the procedure was completed with another of the same device. There were no patient complications reported as a results of this event.